Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5594-53 lead, implanted: (B)(6) 2002.

Event description:
It was reported that an alert for high impedance on the right ventricular (rv) lead was issued. The rv and the superior vena cava (s vc) coil were both found to have high impedance with a suspect of a possible fracture. The rv lead was capped and a new lead was implanted. It was further reported that during device change out, the right atrial (ra) lead had dislodged. The ra lead was extracted and not replaced. No patient complications have been reported as a result of this event.